Manufacturer narrative:
B3-date of event is estimated. The patient's battery was repositioned. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg migrated and tilted in the pocket rendering charging difficult. As a result, surgical intervention was undertaken on 23 aug 2024 wherein the ipg was repositioned to address the issue.